Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc freestyle libre 2 sensor. Customer reported the glucose alarm did not sound and therefore they experienced a loss of consciousness. Customer self-treated and no third party treatment was provided. There was no report of death or permanent injury associated with this event.

Event description:
An alarm issue was reported with the adc freestyle libre 2 sensor. Customer reported the glucose alarm did not sound and therefore they experienced a loss of consciousness. The customer was self-treated and no third-party treatment was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Additional information: h4 (device mfg date) was updated based on the extended investigation. Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specifications. The dhrs for the libre sensor and libre sensor kit were reviewed. The dhrs showed the libre sensor and sensor kits passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.